Manufacturer narrative:
Product ID 3389s-40, lot# va19glz, implanted: (B)(6) 2016. Product type lead product ID 3708660 lot# serial# (B)(4). Implanted: (B)(6).2016. Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the high impedances were first observed (B)(6) 2020. It was clarified that the patient's daughter was aware of the high impedance pre-op from a previous doctor's visit. The surgery was for a bilateral battery replacement and had nothing to do with the high impedances. The cause of the low impedance was unknown and there were no actions taken to resolve the issue.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 20-jun-2019, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 31-aug-2020, UDI#: (B)(4). The patient codes, device codes, method code, result code, and conclusion codes pertain to the lead (serial number (B)(4)) and the extension (serial number (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedances on the patient's right side deep brain stimulation (dbs) system. The high impedances were similar before and after surgery. The patient's family member was aware of the high impedances from office visits with the patient prior to the day of surgery. C3...>20k, 30...>20k, 31...>20k, 32...>20k, 01...x low. The patient was still receiving benefit from their right dbs system. It is unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. An impedance check was performed. No interventions or actions were taken to resolve the issue. The issue was not resolved at the time of the report.